Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis final analysis found an external abrasion breaching the outer insulation at 27.0 cm to 29.0 cm and at 46.2 cm to 47.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.